Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (b)(5) 2014, product type lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported the patient was implanted the thursday prior to report on (B)(6) 2014. It was noted there was a warning por condition on the recharger. It was logged that the patient was not able to adjust stimulation with the patient programmer and the display showed a "call your doctor" icon. It was noted there was a por condition. It was logged the patient started seeing the por on the day of report. It was noted the patient synched with the ins and was able to connect and turn stimulation on. It was logged the patient was able to feel stimulation. It was reported the patient had an appointment set up for the day following report.